Event description:
It was reported that the device could not be interrogated. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but was not available.